Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained oversensing episodes were observed due to intermittent oversensing on the ventricular channel. Programming changes and further testing were recommended. No further information available.